Event description:
Information received by medtronic indicated that the insulin pump had multiple errors and partial display. Customer was not able to clear and rewind insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed successfully however, the customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer complained about the unit having a pump error 63, pump error 53, pump error 3 and partial display on event date of 19-mar-2022. Unit passed displacement test and self test and p-cap/reservoir does lock properly. Unit was monitored and no partial display was noted. History/trace downloads were successful using thump software. Pump trace download confirmed the pump alarmed pump error 63 variable 21 on 03/19/2022 12:51:37.000 due to hardware defect. Pump error 53 (file number = 16, line number = 450) was present in the history download on event date of 03/19/2022 12:54:49.000, esf#: (B)(4), due to a hardware issue. Pump error 3 confirmed on 03/19/2022 12:54:31.000 in consequence of pump error 53. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcb1. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, overlay scratched, keypad overlay texture damage, scratched case, damaged display window cover, cracked case - corner of belt clip rails, corroded battery tube, battery tube threads - cracked and cracked case (battery tube). No partial display noted during testing. Pump trace download confirmed the pump alarmed pump error 63 variable 21, isolated to electronics. Pump error 53 and pump error 3, consequence of pump error 53, confirmed in history trace files due to a hardware defect. Moisture damage noted on pcb1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.